Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left atrial lead placed in the coronary sinus (cs) for the purpose of biatrial pacing had elevated threshold with a progressive rise. The lead was capped and not replaced. It was also reported that the right atrial lead had elevated threshold with a progressive rise. The lead was capped and replaced. No patient complications have been reported as a result of this event.